Event description:
It was reported that this right ventricular (rv) lead was repositioned due to high pacing threshold. This lead was also reprogrammed. The patient also felt dizzy with tremors. This lead remains in service. No additional adverse patient effects were reported.